Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaw boot on the vasoview hemopro endoscopic vessel harvesting system came off. It is unk whether it peeled, melted, or slid off. The event date and lot number are unk. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that the c-ring was split in half. The other half of the c-ring and the scope wash tubing were received separate. The tubing was straight and the entire length was present. The device had some evidence of blood. The tissue welder was received with no non conformities. Based upon the visual observations, the reported complaint "jaw boot came off" could not be confirmed. However, the secondary observation of the c-ring split was confirmed. A lot history record review could not be completed since the lot number could not be obtained. A supplemental report will be submitted if additional info is received. (B)(4).